Manufacturer narrative:
The instrument was returned and evaluated. Complaint of wires on tip of instrument are loose is confirmed. The pitch up cable is broken at the distal clevis hub. Cable segment that contains the crimp is still installed in clevis. Clevis does not exhibit any damage or wear marks. Other cables at wrist are not damaged. No other damage found. The customer reported complaint does not itself constitute a MDR reportable event; however the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that prior to starting a da vinci s surgical procedure, during set up, the surgical staff reported seeing loose wires at the tip of the tenaculum forceps instrument. No patient harm, adverse outcome or injury was reported.